Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient was revised from a asr cup, asr head and asr sleeve adaptor to a pinnacle cup (56mm sector), screws, +4 neutral altrx poly liner and a 36mm +6 ceramic srom head. Revision performed because of recalled asr cup. Doi: unknown; dor: (B)(6) 2018; right hip. Update ad 22 aug 2018: asr litigation received. In addition to what were previously alleged, litigation alleges injury, potential cobalt and/or chromium poisoning, constant pain, loss of mobility, metallosis, anxiety, fear, and emotional distress.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
After review of medical records, the patient was revised in order to decrease metal ion production in the right hip. Revision notes reported trunnionosis; the trunnion has blackened material noted. Doi: (B)(6) 2009; dor: (B)(6) 2018 right hip.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.